Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device history file verified a software timeout. The batteries used were not returned for evaluation. It was not determined how the device entered the power cycle loop. The main board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.